Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 523 mg/dl and moderate ketones. Reportedly, the possible cause was the customer being ill. The customer went to the emergency room (ER) where intravenous fluids and unspecified medicine were administered to address the high bg. The customer left the ER in good condition with a bg of 350 mg/dl. The customer confirmed that the pump and related supplies were functioning as intended.